Event description:
Consumer reported experiencing a foreign body like sensation, & tearing in her eye associated with wear of focus night & day contact lenses & solocare aquify multipupose lens care solution. She stated she experienced a corneal ulcer which required treatment & a possible corneal transplant. Report from ecp indicates consumer had 2 1/2 yr successful lens/lens care system use history prior to 2006. Two days earlier, consumer had hand surgery. Lens had already been worn continuously for a month prior to surgery. Product was worn through surgical procedure without removal. Consumer began experiencing problems two weeks later removed lenses one day lateter & was seen by ecp the next day . Corneal ulcer disgnosed & referred immediately to ophthalmologist for treatment.

Manufacturer narrative:
Evaluation of returned opened product is underway. Analysis of the retained sample met stability & sterility specifications. The device history records & sterility records have been reviewed by mfg and found to be in compliance.